Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead exhibited lead noise dating back to (B)(6) 2018. The noise was noted during an unrelated procedure. The lead was reprogrammed at that time and no further noise was detected. The patient was stable.